Event description:
A medically fragile, profoundly disabled child designated with full-code status was found without heartbeat or respirations. The oximeter monitor did not alarm, and was not displaying heart rate or oxygen saturation percent. In 2007, approx 6 pm: child was positioned in prone with supportive positioning blocks in the common area of nursing unit, monitor on. Unit fully staffed, quiet with no other competing monitor alarms. Child visually checked at two intervals, respirations unlabored, skin pink and warm, tracheostomy tube was not occluded. At approx 8 pm: staff member approached child to provide routine care; to reposition her, check her brief for dryness, etc. Staff member noticed that the monitor was not displaying hr or o2 saturation. Monitor was on, probe was in place on a finger. Turned child over and found her without respirations or heart rate. Sounded alarm, initiated CPR. Paramedics arrived within minutes, initiated advanced life support. Transported to emergency dept (ed), child did not revive.